Event description:
It was reported two cases of hematoma after patch implantations in carotid artery reconstruction. It was also reported that no revision procedure was performed to remove these hematoma. No further information was provided to the manufacturer.